Event description:
Invalid result (s). Customer had no lines on test after 15 min. She cofirmed she did apply buffer to the correct well but no lines appeared on the cassette. Cassette used right after opening.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2010009 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.